Event description:
Removal of lifeport procedure done in 2000. When the site was exposed surgeon noted segment of catheter had "sheared off". Port removed and sent to pathology. Other segment found in pt's heart via c-arm. Pt was transferred to another hosp's cardiac cath lab. The segment from the heart was removed there.